Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating on the extension tubing. Actions to prevent reoccurrence have been implemented.

Event description:
During an ablation procedure, while preparing the introducer, the sideport detached from the sheath. The procedure was completed with no adverse consequences to the patient.